Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in patient for endovascular treatment of a 79.3 mm diameter saccular thoracic aortic aneurysm. The proximal aortic neck measured 31.1 mm in diameter and the distal aortic neck measured 30.5 mm in diameter. The aortic neck was mildly calcified. There was mild thrombus present in the aortic neck. It was reported that on the CT scan, aneurysm enlargement was observed. The maximum aneurysm diameter measured 85.1 mm. The patient was monitored by their physician. On the follow up CT scan, the maximum aneurysm diameter measured 95.8 mm. The stent grafts were partially explanted. The synthetic vessels were sewn in under thoracotomy. During the explant procedure, yellowish brown colored liquid matter was found inside the aneurysm. Since there was no thrombosis or clot present, the physician stated that there was no possibility of type ii endoleak. Because there was aneurysm enlargement, the physician believes there was type v endoleak. Per the physician, the cause of aneurysm enlargement and type v endoleak was unknown. The physician assessed the aneurysm enlargement and the type v endoleak to be not related to the procedure, however, the relationship to the device was unknown. The patient recovered. No additional clinical sequelae were reported and the patient is fine.